Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation for evaluation. The customer's report of "the device failed to discharge" was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The customer's report of "unble to pace" was observed during review of the device data logs. However, the device was put through extensive testing using the customer's returned accessories without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.